Event description:
The users hearing performance with the device is affected. During a routine fitting appointment affected channels were noticed. Reportedly the user experienced a blow to the head a month prior to the appointment resulting in swelling over the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. During a routine fitting appointment affected channels were noticed. Reportedly the user experienced a blow to the head a month prior to the appointment resulting in swelling over the device implanted on the right side.

Event description:
The user_s hearing performance with the device is affected. During a routine fitting appointment affected channels were noticed. Reportedly the user experienced a blow to the head a month prior to the appointment resulting in swelling over the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. This is a final report.